Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of noise. The sensing vector was set to the primary vector. Technical services reviewed the electrograms with the caller. There were no additional adverse patient effects. The system remains implanted.